Event description:
A close friend of mine was on blood thinners for a-fib(atrial fibrillation), her cardiologist strongly recommended "watchman" be implanted- against the advice of her family, she agreed. She died on the operating table after either the coronary artery or the heart was punctured and she bled to death. Her husband is still in shock and couldn't file this report. I was so incensed that I am filing it. We have heard a few comments that were overheard when the doctors were discussing this, including the possibility that the wrong size of the device was used. Particularly galling was that the dr. Who pushed this operation conveniently also performs the surgery. (B)(6) did not get a second opinion- because this was a close friend, and her husband is still not doing well mentally. I am providing as much information as I can. If you need more, I can see if her adult children can help. Patient's name: (B)(6) hospital (I believe) (B)(6); date of occurrence: circa (B)(6) 2023, device- watchman for a-fib. Previously had successfully been on blood thinners. Dr said watchman was safer and no complications.